Event description:
Lead impedance dropping - 10/01/97 541 ohms bipolar; 06/9/98 - 526 ohms. Bipolar; 1/26/99 - 246 ohms bipolar, 409 ohms unipolar; 3/9/99 - 237 ohms bipolar; 415 ohms unipolar. Full capture.